Event description:
Reporter alleged obtaining the results of 79 mg/dl and 179 mg/dl back to back within 10 minutes on the performa system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were unavailable, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).